Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated surgical procedure and did not put ipg into surgery mode. Since the procedure, the patient's ipg has been unable to communicate with their external device due to it being inoperable. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Fsca number was missing from previous report.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.